Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing the lesion. While attempting to retract the delivery/stent device it became stuck in the lesion. The physician was able to free the delivery/stent device from the lesion and it was removed without incident. It was noted upon removal that the stent had strut damage. The procedure was completed with another MFR's stent.